Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Numbers do not ramp up on its own or scroll bar moving with no input. Currents are within specification. No unexpected battery out limit. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling. It was also found the customer had a battery out limit alarm when the battery was replaced. Customer's blood glucose was 128 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated their buttons were unresponsive. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.